Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during an iliac angioplasty treatment procedure, "the balloon upon inflation broke and tore away from the catheter." The lesion being treated was heavily calcified. The balloon was inflated once to 18atms and ruptured. The physician attempted to retrieve the balloon material from inside the pt with a snare. "The balloon material could not be retrieved from inside the pt." The procedure was successfully completed with another balloon and stent. No add'l intervention was required. Current pt status is reported as "fine."